Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause allergic reaction and no issues were found. The exact cause of the allergic reaction could not be conclusively determined. The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone: lockdown cloud - omnipod 5 software app version: 3.1.6 cloud - operating system: n5004l-am-q-mv01602-06-01.06 cloud - hardware: n5004l cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a pruritic rash with small bumps, itching, and fluid discharge at the pod site. The pod was worn between 49 and 71 hours and was reported to detach from the pod infusion site (thigh) due to the skin reaction, causing the cannula to dislodge. On (B)(6) 2026, a primary care doctor (dr (B)(6)) visited the patient at home. The doctor suspected a possible allergic reaction and advised the patient to use cicaplast on affected areas. The doctor deferred the patient to a diabetologist, and the patient visited the diabetologist (dr hajselova lucia) on (B)(6) 2026. The diabetologist assessed the affected site and diagnosed it as a likely allergic reaction. The patient was prescribed mometasone spray and was recommended to apply cerave balm after showers on areas without the pod. No impact on the patient's blood glucose level was reported. This is case 1 of 2 (insulet ref (B)(4)).